Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. G4: please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (8229707). H3: product analysis found visually, the product was returned in a large plastic bag. The pouch was open from 3 of 4 sides. There was a brown residue noted on the cuff, packaging tray, flex circuit, and inside the pouch. There was a surgical tape wrapped around the flex tube and inflation tube. The harness was detached from the tube when returned (it was cut off close to the proximal end of circuit traces). Functionally, syringe was used to inject 15cc of air into the cuff for leakage observation. The cuff inflated and deflated as it should without sign of leakage. While inflated, the cuff was submerged under the water for further leakage observation and there was no leakage. Same as the cuff, the inflation pilot balloon was submerged under the water for leakage test. The leakage appeared at the proximal end of pilot balloon (between pilot balloon and the valve). In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the emg nim flex tube was prepare accordingly, however, halfway through the case, the anesthetist realized that there is a slight leak to the cuff, he had to manually inflate the cuff. The cuff was checked prior to use however, the small leak was only detected during the case. The patient and tube was not repositioned. The leak was evident as the cuff is not able to fully inflate by itself, the anesthetist had to manually inflate. The procedure was completed with reported product. There was no patient injury.